Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: visual examination of the returned complaint device noted the clip assembly was not returned with the device, while the yoke was returned attached to the control wire. The catheter was found to be severely kinked at the middle section. Additionally, it was also noted that the spool was detached with some marks on the edges, indicating that the device was highly manipulated during the procedure. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and then the handle broke. Reportedly, the physician tried to jiggle the catheter and eventually, the clip released from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter and then the handle broke. Reportedly, the physician tried to jiggle the catheter and eventually, the clip released from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.